Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use and has a fragment from the anterior of the post feature fractured off. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the fractured instrument was found during tray inspection. It was noted that all fractured pieces were returned.